Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of a laparoscopic-assisted distal gastrectomy procedure, the reload was connected to the handle and checked the jaws opening/closing; however the jaws did not close properly. They were half opened and were different from the usual ones. The surgeon inserted the reload through the trocar by force and was able to fire the device. There was no patient injury.